Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The absorb 3.0x12 referenced in is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a mildly tortuous and heavily calcified mid left anterior descending artery at the diagonal bifurcation. A 3.0 x 28 and a 3.0 x 12 mm absorb scaffolds were deployed. On (B)(6) 2017 the patient presented with chest pain and a treadmill test (tmt) was performed. Angiography confirmed in-scaffold restenosis. Two xience alpine stents were deployed to treat the restenosis. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, new information received revealed the patient was compliant to dual antiplatelet therapy (dapt). The vessel was determined to be larger than 2.5 mm. Residual stenosis was reduced to less than 40% after pre-dilatation. Post dilatation was performed with a nc trek balloon dilatataion catheter. After the index procedure, the final angiographic residual stenosis was less than 10%.